Event description:
It was observed during olympus' device inspection that the bronchovideoscope was not displaying an image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reportable malfunction was observed based on the results of the investigation, the issue is attributed to damage to the charge couple device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.